Manufacturer narrative:
(B)(6). Investigation summary: bd received samples, and photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in tube with the incident lot was observed.

Event description:
It was reported a bd vacutainer® sodium fluoride edta (fe) blood collection tubes contained hair inside of the tube. This was noticed before use and no injury or medical intervention was reported.